Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. On (B)(6) 2019, the patient was diagnosed with ocular inflammation and a small conjunctival dehiscence in the implanted eye. The patient was prescribed steroids and antibiotics. On (B)(6) 2017, revision surgery was conducted during which the patient underwent an anterior chamber fluid tap and was given intracameral vancomycin and ceftazidime injections. Conjunctival suturing was performed as well. On (B)(6) 2017, the conjunctiva was re-sutured, and subconjunctival antibiotics and steroids were injected. On (B)(6) 2017, the culture tested positive, indicating endophthalmitis. On (B)(6) 2017, the patient underwent a third revision surgery during which a tutoplast patch was placed over the scleral patch, and the conjunctiva was re-sutured around the suture tab. Air was injected into the anterior chamber to prevent silicone oil (previously administered during an intervention) from entering. On (B)(6) 2017, the conjunctival and scleral patch were found to be well covered and secure. Intraocular pressure (iop) in the implanted eye was 6 mmhg. On (B)(6) 2017, the surgeon reported that patient had no active endophthalmitis, no cable exposure, and the conjunctiva was healing. The iop in the implanted eye was 4-6 mmhg. The patient continues to be on antibiotics and steroids. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00005. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient experienced ocular inflammation, endophthalmitis, hypotony, and conjunctival dehiscence in the implanted eye, and underwent three revision surgeries on (B)(6) 2017, respectively. New information: on (B)(6) 2017, conjunctival dehiscence along with low intraocular pressure (2-4 mmhg) was again observed in the implanted eye. There was no sign of infection and the retina was attached. On (B)(6) 2017, the patient underwent partial explant surgery whereby the extraocular portion of the device was removed and the electrode cable was cut extraocularly leaving the electrode array tacked to the retina. The sclerotomy was sutured closed. Patient was seen for follow-up visits on (B)(6) 2017, the endophthalmitis was considered resolved. On (B)(6) 2017, the eye appeared quiet, retina was attached, and the conjunctiva appeared to be healing. Iop was 2-4 mmhg in the implanted eye. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. This patient experienced ocular inflammation, endophthalmitis, hypotony, and conjunctival dehiscence in the implanted eye, and underwent three revision surgeries on (B)(6) 2017, respectively. On (B)(6) 2017, the patient underwent a partial explant surgery whereby the extraocular portion of the device was removed and the electrode cable was cut dextrocularity leaving the electrode array tacked to the retina. On 6/13/17, a retinal detachment was observed. Patient continued to experience hypotony in the implanted eye. New information: on (B)(6) 2017, the patient was diagnosed with corneal infiltration with anterior chamber reaction. Patient continued to experience hypotony. Patient was prescribed antibiotics and steroid drops for one month, and initially showed improvement after treatment. On (B)(6) 2017, it was reported that patient developed endophthalmitis after completing antibiotics treatment for intracorneal infiltration. On (B)(6) 2017, evisceration of the left eye was performed without complication and patient was discharged from the hospital on (B)(6) 2017. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a second follow-up report to MDR# 3004081696-2017-00005. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. This patient experienced ocular inflammation, endophthalmitis, hypotony, and conjunctival dehiscence in the implanted eye, and underwent three revision surgeries on (B)(6) 2017, respectively. On (B)(6) 2017, the patient underwent a partial explant surgery whereby the extraocular portion of the device was removed and the electrode cable was cut extraocularly leaving the electrode array tacked to the retina. New information: on (B)(6) 2017, a retinal detachment was observed. No intervention has been scheduled at this time. On (B)(6) 2017, the intraocular pressure in the implanted eye was 0 mmhg. There was no defect or malfunction of the device associated with this event.